Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during overall withdrawal, and the plug could not be released. Hemostasis was changed to manual compression. There was no reported patient injury. The procedure performed was lower extremity arterial angiography using a retrograde approach. Angiography confirmed femoral artery suitability with an insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no visible calcium, plaque, nearby stent, stenosis >50%, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the device with a non-cordis sheath introducer. The deployment button was not fully depressed and could not be actuated. Upon removal, the plug remained fully inside the shaft and did not fall out or partially deploy, and the indicator wire remained visible. The device was returned for evaluation.